Manufacturer narrative:
Approximate age of device - 6 years, 3 months. It was reported that the device would be returned to the manufacturer for analysis upon release from the user facility's pathology department . The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient presented to the hospital due to alarms on the system controller. The system controller was exchanged. Initial attempts by the healthcare providers to download the log file was successful. The patient went home but returned to the emergency room due to continuing alarms and the heating up of the system controller. A review of the log file submitted to the manufacturer's technical services confirmed multiple pump speed decelerations. X-ray images showed an area of concern. On (B)(6) 2018, the manufacturer's technical services representatives presented onsite for an evaluation of the patient's percutaneous lead (driveline). The lvad system indicated a pump off alarm while the system controller was connected to a power module. No lvad sounds were heard upon auscultation. A decision was made not to either perform a driveline replacement or restart the pump. The pump was subsequently explanted on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the hm2 lvas confirmed wire damage that would have contributed to the reported pump stoppages captured in the submitted log files. The submitted log files captured multiple pump stoppages while the patient was using batteries and the power module. The hm2 lvas was returned assembled with the driveline (dl) severed approximately 2.5¿ and 12.5¿ from the pump housing. The remainder of the driveline was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The flex section and knitted graft were severed in half. The distal half of the flex section was returned attached to the inlet elbow. The inlet tube, proximal half of the flex section, and apical sewing ring were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Additional pieces of the outflow graft bend relief and the inflow flex section were also returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the hm2 lvas revealed no evidence of developed depositions or thrombus formations. Continuity testing was performed on all wires and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The silicone jacket, shielding and bionate layers were removed from the returned driveline. Visual inspection of the black, brown, and green wires revealed damage approximately 0.75¿ from the pump housing that exposed the metal conductors underneath the insulation. Further evaluation revealed damage to the orange wire approximately 11.5¿ from the pump housing; the damage to the wires appeared to result from wire fatigue (figure 6). The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and did not reveal any additional breaches (see attached driveline inspection datasheet). If any of the exposed conductors contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages confirmed in the submitted log files. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have contributed to the pump stoppages captured in the submitted log files while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.